Event description:
The customer claimed the device failed to alarm during an alarm condition. No pt harm reported.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Manufacturer narrative:
Philips field service was declined by the customer. As such, the manufacturer could not duplicate the reported problem. The device was not returned for investigation. Due diligence has been performed to obtain additional information about the reported event. To date, no further information has been received.

Event description:
The customer claimed the device failed to alarm during an alarmed for condition. No patient harm reported.